Event description:
It was reported that a spectrum pump did not recognize that the tubing was inserted into the channel. The pump would run without tubing inserted and would alarm air in line. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported false detection of a loaded set and a false air in line alarm were not reproduced. A review of the event history log revealed 'air in line!'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were verified. The cause of the conditions was determined to be a failing ultrasonic sensor. The ultrasonic sensor requires replacement to address these issues. Should additional relevant information become available, a supplemental report will be submitted.